Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Hemorrhage is listed as an observed or potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects that ultimately lead to the patient having surgery. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. The device history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. There is no indication of a product quality deficiency. All stent delivery systems are visually inspected for catheter and stent damage.

Event description:
It was reported that the patient presented emergently with a myocardial infarct and was treated for 2 vessel coronary disease when a perforation occurred to the distal circumflex artery. The graftmaster was used as treatment of the perforation, however, could not cross the lesion and was not used to seal the perforation. The device did not cause additional complications or adverse event and the patient did not expire. The patient was transferred to the surgical area for an unplanned coronary artery bypass graft (CABG). There were no reported complications from the surgery however the patient had an extended hospitalization related to not being weaned from the ventilator. Patient was discharged (B)(6), 2011. No additional information was provided.